Manufacturer narrative:
(B)(4). The device is in transit to the (B)(4) site repair depot for evaluation a follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu30 made to much ice. (B)(4).

Manufacturer narrative:
(B)(4). The customer stated that the device produced too much ice. A field service technician was dispatched and stated that the ice sensor was defective. Thus the failure could be confirmed. The defective ice sensor was investigated by the life cycle engineering in rastatt. According to the investigation report ((B)(4)) the ice sensor was calcified, but no further damage was visible. To determine the most probable root cause, the ice sensor was investigated more closely. The ice sensor contains 3 negative temperature coefficient (ntc) thermistors. The resistance of all 3 ntc thermistors were measured and it was found that the resistance of the inner ntc thermistor was out of tolerance. This thermistor is responsible for identifying the cooling demand and for switching on the compressor. These false values of the inner thermistor can result in an incorrect interpretation of the other thermistors. Therefore the compressor is not switched off and too much ice is produced. Thus the most probable root cause for the failure is that the resistance values of the inner thermistor are out of range, resulting in excessive ice building. According to service report # (B)(4), the technician replaced the ice sensor and performed functional test and safety check. All tests passed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The customer stated that the device produced too much ice. A field service technician was sent out and stated that the ice sensor thermistor readings are out of range. Thus the failure could be confirmed. According to service report (B)(4), the technician replaced the ice sensor and performed functional test and safety check. All tests passed. Further investigation will be performed to determine the most probable root cause. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).